Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using e luminexx vascular stent. During deployment, it was noticed that the stent appears elongated. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was not returned for evaluation, but a provided x-ray image shows a placed deformed and elongated stent which confirmed results. In this case, information was requested about the procedure and the placement site, but the customer didn't provided. Based on the information available, a root cause could not be determined. Based on provided photo, the investigation was closed with confirmed results for stent elongation. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the IFU states "pre dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Holding and handling of the system throughout deployment was found described. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using e-luminexx vascular stent. During deployment, it was noticed that the stent appears elongated. There was no reported patient injury.